Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device's occlusion sensing was within specification. There was no known cause of the reported issue, and no further action will be taken.

Event description:
It was reported that the device's occlusion was sensing less than 9 psi. The pump had 22.4 psi from the factory in 2024. The issue caused a delay in therapy. There was patient involvement and unknown patient harm/adverse event reported.